Event description:
Pt had 1 ivc filter placed in 2009 due to a mva. A ER visit showed a perforated inferior vena cava and an aneurysm. Pt was told by doctor that the ivc filter will be difficult to remove. Surgery is scheduled for (B)(6) 2013. Pt states he is seeking an attorney.